Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg liquid crystal display (lcd) was broken. The hanger assembly was broken. The upper case was broken. The keypad was scratched and delaminated. The main seal was contaminated. One case screw was contaminated. One hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was broken. The epg returned into servicing. The was no patient in volvement.